Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The commander delivery system was returned locked at default position with no flex or fine adjust used, inserted through full loader assembly over flex shaft. Visual inspection was performed and showed curvature on flex shaft towards distal end, minor gouges on flex tip, scratches along distal end of flex shaft near flex tip, and no visual abnormalities on crimp or inflation balloon. Due to the nature of the complaint, no functional testing and dimensional inspection were able to be performed. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for commander delivery system with s3u, device preparation manual, and device training manual. A review of IFU/training materials revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for withdrawal difficulty and valve move on balloon were unable to be confirmed. Investigation of the devices revealed no indication that a manufacturing non-conformance contributed to the event. Per visual inspection, there were scratches on the flex shaft which could be indicative of presence of calcification. Calcification can cause challenging pathways for the delivery system by restricting the sheath expansion to facilitate ds advancement and/or retrieval through sheath. As reported, ''upon reinsertion of the delivery system and valve, it was noted that the valve had moved proximal to the balloon and almost off the delivery system.'' Additionally per training materials ''do not re-use the sheath, thv or delivery system once thv is retrieved.'' It is likely that the retrieval of the thv through sheath and the subsequent reinsertion may have contributed to the thv moving off the delivery system. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) and/or procedural factors (improper device use [device reused], removal & reinsertion of ds/crimped valve) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative action (CAPA) are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve in a previously implanted surgical valve, access wire was lost, and the system was removed. Upon reinsertion of the delivery system and valve, it was noted that the valve had moved proximal to the balloon and almost off the delivery system. It was decided to deliver the valve in the distal aorta. There was resistance during withdrawal of the delivery system and valve through the sheath. A second valve was successfully implanted in the annulus. The patient is stable post procedure.